Manufacturer narrative:
The device history record for lot aa8338f55 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 25 sep 2019, the patient is currently on antibiotics and skin barrier cream for treatment.

Manufacturer narrative:
Lot number was corrected. The device history record for lot aa8338f66 was reviewed and the product was produced according to product specifications. One used sample was returned for evaluation. The tube was observed to be visibly angled towards the strap side. Under magnification, a small amount of flash was observed along the molded head collar and base. No failures were detected in the device. The complaint could not be confirmed, and no root cause could be determined. All information reasonably known as of 04 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported by the parents of the patient that there was leakage around the gastrostomy site. They visited the emergency department twice, as blood was oozing from around the button. The skin is red, sore, and broken around the button. The patient is now on antibiotics, given via the button. The button was replaced on (B)(6) 2019 with the hope that it will leak less.